Event description:
Follow up information received indicated that the company representative did try to reprogram the patient. Interrogation of her ins battery showed a voltage of 2.52 volts with normal impedances on program 1. Program 2 impedances showed "???" When interrogated. It was reported that the physician replaced the patient's ins on (B)(6) 2012 (although manufacturer's device registry indicates a date of (B)(6) 2012). Following the replacement surgery, the patient reported 90% coverage for her pain and a 50% reduction in her pain. If additional information is received, a follow up report will be sent.

Event description:
It was reported patient experienced intermittent loss of stimulation which began about 2 months age. There were no falls associated with the event and palpation of the implantable neurostimulator (ins) did not reproduce the intermittent stimulation sensation. The patient was programmed with electrodes #4, 5, 6, and 7 as positive at 2.52 volts and 107 - a (therapy impedance at 432 ohms). An ins longevity calculation based on these parameters was 59 months if the therapy was used 24 hours/day 7 days a week. The patient was asked to keep a diary during the ins use. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3887-33, lot #j0421723v, implanted: (B)(6) 2004, explanted: na; extension model 748940, serial # (B)(4), implanted: (B)(6) 2004; programmer model 7435, serial # (B)(4).